Event description:
It was reported that right hip revision surgery was performed. Devices implanted in (B)(6). Patient presented with pain. X-rays showed no loosening and blood results normal. With surgery, metalosis was observed of surrounding tissue and the trunion between head and stem was affected.

Manufacturer narrative:
[(B)(4)].